Event description:
The olympus representative reported on behalf of the customer, the bending section cover on the endoeye flex 3d deflectable videoscope had a pinhole. No patient harm reported. During the evaluation of the device, it was noted the adhesive was peeling on the objective lens. This report is to capture the reportable malfunction of peeled adhesive on the objective lens noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The curved rubber adhesive was missing. Watertightness was not maintained due to holes in the curved rubber caused by external factors. Stress was applied to the image pickup cable due to repeated angle operations, and the internal image pickup cable. Insulation (safety) could not be ensured during high frequency treatment because the coating was conductive with the exterior metal. The bending angle was insufficient due to the elongation of the angle wire. Switches one, two, and three of the operation unit were not functioning. The operation when fixing the angle of the operation part was heavy. The operation of the operation part f-lever was heavy. The f-lever did not work smoothly. There were scratches on the universal cord and scratches on the surface of the light guide cover glass due to external factors. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that adhesive of objective lens was peeled off by stress of repeated use, external factors, or handling. It is recommended that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.